Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 748251 lot# serial# (B)(4) implanted: 2006 (B)(6) explanted: product type extension fdc code 22 has replaced fdc code 92. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) via the rep reporting that it was unknown when the infection first presented. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported there was an infection in the area of the implantable neurostimulator (ins) and the extension. Symptoms reported included redness, drainage, and incisional wound opening. The ins was removed and it was "guess[ed]" partial extension was removed. It was noted the patient was in a nursing home and irritated his pocket. It was unclear when the event began but the explant occurred the night prior. Interventions was confirmed to have involved partial system explant. No further complications were reported/anticipated.